Event description:
The customer reported that she had a low sensor glucose reading and a blood glucose level of 501 mg/dl. The customer reported that she had this high blood glucose level because she tried to treat what she believed to be a low based on her sensor glucose figure. The customer also reported calibration errors and lost sensor alerts. The customer will not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.